Event description:
In 1999 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The pt was later discharged without any related sequelae. On 05/23/1999 the pt was readmitted to the hospital with complaints of leg pain upon walking. An anteriogram was performed which revealed a superficial femoral artery stick with collagen present in the artery. A "tpa" infusion was started, and a repeat arteriogram seven hours later showed the vessel to be clear. On 05/24/1999 the pt underwent a pta procedure at the site with low pressure for "pre-existing blockage." The pt was discharged on 05/25/1999 on a regimen of daily coumadin. As of 07/07/1999, there has been no further report to the MFR of complication or additional sequelae.